Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The (fse) reported that they were unable to confirm a helium leak. However, there was multiple logs for "leaks in iab circuit". The fse performed functional and safety tests, and unit was returned to customer.

Event description:
N/a.

Event description:
It was reported that while on site for unrelated service, the site biomed reported to the getinge field service engineer (gfse) that cs300 intra-aortic balloon pump (iabp) shuts off and alarms for gas leak. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.